Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an error code 810:03. The condition occurred before use. Upon reviewing the pump's event history, baxter quality engineering discovered that this condition interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump utilizing user interface module software version 6.13.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 810:03 was discovered and confirmed during product evaluation. This condition was due to a defective air in line printed circuit board. The pumphead module was replaced, thus fixing the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).